Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. According to the complainant, the grasper was stuck in the open position and broke apart outside of the patient when being pulled through the trocar. This incident occurred in sterile processing department. The malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed; no visible issues were identified. A functional evaluation was performed; the device jaws opened and closed without issue. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was not able to confirm the failure mode of distal weld separation. No issues were identified during the device evaluation.